Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01388. Related manufacturer reference number: 3006705815-2024-01389. It was reported that the patient experienced ineffective therapy due to lead migration. One lead had high impedance and the other one had fractured. Additionally, the patient received the elective replacement indicator (eri) message for the ipg. It is unknown if this occurred prematurely. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue. Reportedly, therapy was restored post operatively.